Event description:
As reported via legal documentation, a patient had bilateral knee replacement on (B)(6)2010. They underwent left knee revision surgery on (B)(6)2022, approximately 12 years 7 months post primary surgery. (B)(6)2022 op report states that the patient indicated for surgery having pain that worsened. Work-up demonstrated severe bone loss and osteolysis. The femur was noted to be grossly loose and was extracted by hand. There were large areas of osteolysis noted in the lateral condyle and posteriorly. The tibial stem remained in place, and was extricated with a vice grip and slackened slaphammer. The patient was transferred in stable condition to recovery unit. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Event description:
There is no mention of polyethylene wear in the op report: "attention was directed toward the tibia and the tibial polyethylene was removed after removing a screw that locked into place." No additional information is available.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added and report correction. The device is updated as an unknown femoral component to reflect the reported problem of femoral loosening, there is no problem noted for the tibial insert. The femoral component is not a recalled device. H3. Investigation results - sales data for all femoral components was used to calculate approximate complaint occurrence rates of (B)(4) for both failures. This is considered ¿very low¿. Therefore, this issue does not appear to be design-related. Manufacturing data could not be reviewed for the femoral component because the serial/lot numbers were not provided and could not be located through a search of exactech sales data. The specific tibial insert was packaged for approximately 2 months before being implanted. A review of the risk documentation was conducted to ensure the risk was included and the occurrence is below the threshold, risks are captured. The revision reported may have been the result of both patient-related conditions and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and osteolysis. However, this cannot be confirmed as the explanted devices were not returned for evaluation, and radiographs and photographs were not provided. These devices are used for treatment not diagnosis. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. 510k # is not known/ the device is unknown, expiration date and manufactured date are unknown. MDR section codes updated/corrected: e. The revision reported may have been the result of both patient-related conditions and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and osteolysis. However, this cannot be confirmed as the explanted devices were not returned for evaluation, and radiographs and photographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of both patient-related conditions and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and osteolysis. However, this cannot be confirmed as the explanted devices were not returned for evaluation, and radiographs and photographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.